Event description:
It was reported that during a wisdom tooth removal, the bur guard melted onto the handpiece and the patient received a second degree burn to the cheek and lip. A cooling ointment was applied to the burn and the procedure was completed with another handpiece and bur guard. The post-op visit showed that the burn was healing, it is unknown if there will be a scar.

Manufacturer narrative:
The handpiece and bur guard were returned to the manufacturer for an investigation. The alleged condition of the melted bur guard was confirmed. According to the device history record, this was the first time that the handpiece was sent in for service. The bur guard can melt if it is pushed up onto the handpiece. When this happens, the nose cone comes into contact with the bur guard and the friction can melt the bur guard.